Event description:
A caller reported a malfunction on their insulin pump, displaying malfunction code malf 16-0x20e6. The impact on the customer's blood glucose level was not clear, as they declined to answer whether it exceeded 500 mg/dl (27.7 mmol/l). As a corrective action, technical support replaced the pump and advised the customer on backup therapy using mdi. They ensured the customer will receive a pump with updated software and provided necessary instructions for storing the old pump, returning it, and setting up the new one. The customer understood and acknowledged these instructions.